Event description:
It was reported that the balloons broke/ruptured. No patient complications reported.

Manufacturer narrative:
Device returned and evaluated. Balloon ruptured halfway around the circumference in the central area. The latex was slightly baggy at the ruptured site and there was an "o" shape section missing approximately in size 0.1 by 0.11 inches.